Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a non-calcified, 100% stenotic lesion in a non-tortuous left anterior descending artery (lad). The lesion was predilated with a 1.5 x 15 mm maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 2.25 x 24 mm drug eluting stent. However, resistance was encountered. Consequently, the stent was never deployed. Upon removal of the taxus stent from the patient's body stent damage was noticed. The procedure was successfully completed with another taxus express2 2.25 x 24 mm drug eluting stent. No patient complications or injuries were reported. Patient staus is reported as "safisfactory/good."